Event description:
It was reported that there was high impedance. The rv (right ventricular) lead was capped and replaced. During the procedure, the atrial lead became damaged, so it was also capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.